Event description:
It was reported that a small volume intermate had torn tubing. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 9, 2013 to december 13, 2013. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.